Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. Visual examination observed the gauge needle was reading below 26atm. There was media in the flexcil line. A functional test of the complaint device was carried out using a bsc stop cock. The device locking mechanism test was conducted and the needle would show an increase in pressure; but when pressure was released, the needle returned to below 26atm. Gauge accuracy test noted the gauge was indicating below 26atm. When pressure was applied to the encore device to have the gauge indicating at 2atm, the pressure indicator read 927 kpa. When the pressure was released the needle returned to below 26atm and the pressure indicator read 36.6 kpa. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the gauge needle became stuck. A 26 encore balloon catheter inflation device was selected to for use. During procedure inside patient, following the inflation of the balloon at 26 atm for pre-dilation, it was noted that the pressure gauge did not come back to 0 atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the gauge needle became stuck. A 26 encore balloon catheter inflation device was selected to for use. During procedure inside patient, following the inflation of the balloon at 26 atm for pre-dilation, it was noted that the pressure gauge did not come back to 0 atm. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition is good.